Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set was damaged. The blue mainbody threaded part had broken off and on the inside of the white twist sleeve. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification and identified broken occluder feet. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing. Functional test revealed a leak through the set due to broken occluder feet. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.